Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of anembryonic gestation ('blighted ovum') and pregnancy with contraceptive device ('intrauterine pregnancy') in a (B)(6) female patient who had essure (ess205) (batch no. 581531) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2007. Transvaginal ultrasound revealed 1. Intrauterine pregnancy at 8 weeks and 5 days by ultrasound. 2. Blighted ovum. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced anembryonic gestation (seriousness criterion medically significant), 4 years 7 months after insertion of essure (ess205). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the anembryonic gestation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered anembryonic gestation and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: first pregnancy episode with essure captured on case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pregnancy test in 2011: results: positive. Ultrasound scan on (B)(6) 2011: results: intrauterine pregnancy 8 weeks and 5 days. Lot number: 581531, manufacturing date: 2005-11, expiration date: 2007-10. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.